Manufacturer narrative:
Sensor (B)(4) was returned to adc and product investigation was performed. No failure modes were observed upon visual inspection of the plug assembly. Sensor was found to be in sensor state 5, indicating normal termination. Sensor was reprogrammed and known good reader successfully communicated with the returned sensor. No error messages were observed. This issue is therefore not confirmed. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform in which the customer reported receiving a sensor error message with the freestyle libre 2 sensor. Customer reported receiving intervention by a non hcp consisting of either juice sugar, or food. No further details were reported. There was no report of death or permanent impairment associated with this event. No further details were reported.

Manufacturer narrative:
Visual inspection was done on the returned sensor and no abnormalities were observed. The complaint was replicated with a similar phone model, phone operating system, and app version, and the sensor communicated without any issues. The sensor passed accuracy test when placed into a test fixture. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform in which the customer reported receiving a sensor error message with the freestyle libre 2 sensor. Customer reported receiving intervention by a non hcp consisting of either juice sugar, or food. No further details were reported. There was no report of death or permanent impairment associated with this event. No further details were reported.